Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient had a poly swap three years post implantation to address implant wear. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event is unable to be confirmed as no device or additional investigative inputs were provided by the customer. Device history record (DHR) review was performed with no related manufacturing deviations or anomalies identified. Root cause is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.